Event description:
A customer reported a possible overfill situation to baxter. The caregiver contacted baxter because the home pt was not able to drain on the homechoice device during drain 3 of 4. The drain volume at the time of the call was 3484ml after a fill volume of 2500ml. The home pt disconnected from the machine because he didn't think it was draining and his stomach felt bloated. The home pt then tried to drain into a sample bag. According to the nurse, the home pt has been performing therapy with no problems. Despite baxter's attempts, no add'l info was avail.

Manufacturer narrative:
The home pt's nurse declined to return the homechoice machine to baxter for eval. An initial report was mailed on 04/07/2008, but the MFR report number was omitted. This report is being resubmitted to document the MFR report number.